Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 1 of 4, for the cassette involved in this peritonitis event. This is a report of peritonitis in a patient, coincident with peritoneal dialysis (pd) therapy. Two days later, the patient was hospitalized for the event. On an unknown date, the patient was treated with fortaz ip (dose, frequency, dates unknown). Seven days later, the patient was discharged from the hospital and was recovering from this peritonitis event.